Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4) due to error 319. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, 319 error was found indicating fault on the usm node not present on axes controller, arm (aca), axes controller, motor (acm), and axes controller spar (acs), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where check all boards test was found to be failing on the acm. Once testing was completed, the clock-spring, parallelogram, and rolling loop were tested and verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. Failure analysis was able to conclude that the clock-spring, parallelogram, and rolling loop were found to be the root cause of the reported event.

Event description:
During an internal service activity, the surgeon contacted technical support because universal surgical manipulator (usm4) was experiencing error 319. A reboot of the system did not resolve the issue. The surgeon clarified that the system is scheduled for three cases the next day and that all four usms are required. There was no report of patient involvement or patient injury.